Event description:
A product development engineer reported a conversation with a sales consultant (sc) who advised him of an unspecified problem a surgeon had while using an olecranon osteotomy nail and endcap. The sc reported that the distal screw missed the nail and at the end of the surgery, the endcap was extremely difficult and was not implanted. A second endcap was utilized, which was also extremely difficult. However, the surgeon managed to work with the second endcap, and it was implanted in the patient. Thereafter, an additional fixation was needed and it was supplemented with cerclage wire. Surgery was delayed over 2 hours, requiring additional medical intervention. This complaint is on the endcap. This is 3 of 5 reports for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received.